Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash underneath the front therapy electrode. No reports of open or broken skin. Skin is blue, dry, and itchy. The patient went to the hospital and was give triamcinolone medication for the affected area. During a follow-up, it was reported that the patient's irritation improved after using the prescribed triamcinolone medication.